Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. All devices components were explanted and were not returned. No further information has been obtained despite good faith efforts.